Event description:
A dialysis facility reported that a pt gained weight during a hemodialysis treatment. The pt's pre wt was 104 kg and their post wt was 109.9 kg. The machine indicated that 3,000 ml was removed. There were reportedly no alarms during treatment. Tmp was not documented. The pt c/o shortness of breath post tx. Their face and hands were swollen. Pt returned later that day for pure ultrafiltration and removed 6,600 ml in two hours.